Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was fuzzy. The customer's blood glucose was unknown. Customer stated that he was trying to changing the insulin this morning and he couldn't see the screen at all.the customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, unexpected restart error test and displacement test due to missing segment/partial display. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.